Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that when attempting to get a full charge it would sometimes take 4-5 hours and other times after 9-10 hours the device would only get 1/2 or 3/4 full. The skin above the implant area becomes sensitive. Because of that, the patient would try to not charge the full time. Sometimes the patient charged the full amount without a problem. It was confirmed that activity level did not affect this. The patient continued to attempt to get a full charge, was able to get a full charge after 6-7 hours, and there was no change since the first report of this issue. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging their implantable neurostimulator (ins) for hours and it never gets full. It was noted that the rep could interrogate with the controller and when bringing up recharge information, it showed that the patient was getting eight coupling bars, one day interval, and 3.8 hours average recharge. The patient also confirmed that she got the thermometer icon and could feel that the device was hot as she charged on the skin and did not regularly have heavy clothing or materials over it. Troubleshooting was not performed due to lack of access to the product. The rep was advised to educate the patient on recharging best practices and to have them monitor going further. This was not considered to be an out of box failure. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.